Event description:
It was reported that revision surgery was performed due to infection. The revision was a two stage case, the first stage installed a cement spacer.

Manufacturer narrative:
Device manufacture date corrected.